Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 09-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had her stimulator implanted in her brain and her leads kept going out with liquid. This caused infections in her back so she had the device removed completely. The indication for use was occipital neuralgia. No device issues reported.